Event description:
It was reported that the patient's right atrial (ra) lead exhibited over-sensing of unknown cause, resulting in inappropriate mode switch. Moreover, the left ventricular (lv) lead exhibited high pacing impedance when the ring electrode was used. Both ra and lv leads were explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.